Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material in suction cylinder on control section. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Although we confirmed foreign material adhering to suction cylinder, we could not identify the material. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from right/left knob and up/down knob. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the suction cylinder. There were no reports of patient involvement.